Manufacturer narrative:
A ge rep evaluated the system and replaced the charger pcb and retapped the input transformer. System operates as intended.

Event description:
Customer reported, the system is displaying a charger failed error message. No pt injury was reported.